Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. The primary line of the pump was programmed to deliver an unspecified concentration of pitressin in a 50 ml container, at an unspecified rate, for a duration of 8.3 hours. No further programming parameters were provided. The customer contact indicated that six hours after the delivery was started, the device reportedly alarmed that the delivery was complete. At this time, the nurse noted that the pitressin container was empty; however, this was reported as "2 hour too quickly". There were no reported adverse pt effects. The customer contact indicated that there were no changes in the pt's vital signs. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.